Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 50,421 joules. There was no pt injury as a result of this event. No end user injury was reported in association with this event. The procedure was continued with a second fiber, which also began forward-firing (reference MFR report number 2937094-2012-00136). At this point, the physician decided to conclude the procedure as the case was almost complete.